Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that increased gradually over time. A lead safety switch was triggered in the past, but noise was not sensed, and sensing has remained stable and in range. The physician decided to continue monitoring the patient as they are not pacemaker dependent. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that increased gradually over time. A lead safety switch was triggered in the past, but noise was not sensed, and sensing has remained stable and in range. The physician decided to continue monitoring the patient as they are not pacemaker dependent. No adverse patient effects were reported. The lead remains in service.